Event description:
It was reported that the pt's knee was revised due to osteolysis. The surgeon is concerned about the quality of the polyethylene.

Manufacturer narrative:
This report will be amended when our investigation is complete.